Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) was beeping. A replacement was requested.

Manufacturer narrative:
This product experience record was determined to be a supplemental, and the investigation will be completed under MFR # 2916596-2024-02454.